Event description:
Hillrom received a report from a hillrom technician stating the bed would go into trend without pressing any buttons. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from a hillrom technician stating the bed would go into trend without pressing any buttons. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hillrom technician found the bed would go into trend without calling that command on the program. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance examine the motors for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the bed. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Make sure the bed not down led lights up on the control pendant and goes out when the bed is in low position. Replace the defective motor(s) in the event of a malfunction. Troubleshoot in the event of a doubt. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hillrom recommended to inspect the right siderail cable and pod and replace as necessary. Hillrom technical support contacted the account three times trying to obtain the resolution for this alleged issue without response. Based on this information, no further action is required.